Event description:
Physician introduced a 6fr. Angiographic catheter and it "buckled" (kinked). A guidewire was introduced and became jammed in catheter, causing a dissection of the inferior vena cava (ivc). A cordis corp. .035 "j" guidewire and 6fr. Catheter sheath introducer (csi) were used. Although pt was injured intervention was not required.